Manufacturer narrative:
Two samples from the patient were submitted for investigation. Both samples were hemolytic. Both samples were tested for tni stat, tnt hs, myoglobin, and ck-mb on an e602 module. Sample 1: ck-mb: 3.18 ng/ml. Myoglobin: 57.32 ng/ml. Tni stat: <test. Tnt hs: 98.09 pg/ml. Sample 2: ck-mb: 3.11 ng/ml, myoglobin: 52.45 ng/ml, tni stat: 0.126 ng/ml, tnt hs: 86.95 pg/ml. The customer's elevated tnt hs results were reproduced during the investigation. All other assay results were within the normal reference range. The samples underwent interference testing by size exclusion chromatography (sec). No interfering factors were identified. The patient has chronic kidney disease (stage 3). Patients with this condition may have elevated troponin levels due to cardiac injury associated with structural heart disease and a reduced clearance rate of troponin via the kidneys. This patient may have chronically elevated troponin levels without the presence of acute myocardial infarction (ami). The investigation did not identify a product problem.

Manufacturer narrative:
The e602 module serial number was (B)(6) .

Event description:
The initial reporter questioned high results for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module. The initial result from the e602 module was 109 ng/l. The sample was repeated on 2 unspecified point-of-care instruments with results of 4.6 ng/l and 10 ng/l. A 2nd sample was obtained and the result from the e602 module was 107 ng/l. The 2nd sample was repeated on 2 unspecified point-of-care instruments with results of 5.2 ng/l and 10 ng/l.